Event description:
It was reported that during a direct stenting procedure the tristar was smoothly advanced along a guide wire and was deployed at 10atm. Negative pressure was then applied, however the device did not slide back when it was pulled to withdraw. The device was able to move forward, but it stopped at the same location when it was pulled back. The balloon was inflated to 4atm, and negative pressure was applied again. Although mild resistance was noted during removal, the device was fully withdrawn. Following removal of the catheter, a dissection was noted distal to the stent. Another company's stent was used to treat the dissection.